Event description:
When the cypher (3.5/13mm) was delivered to the target lesion and inflated up to 12 atms, the balloon ruptured. The balloon of the stent delivery sys (sds) was retrieved from the pt and post-dilatation was conducted with another balloon catheter since the cypher stent was under-dilated. The pt was a male. The indication for the procedure was angina pectoris. The target lesion was proximal left circumflex branch. The lesion was a de novo, highly calcified and moderately tortuous. There was 90% stenosis. The product was properly inspected and prepped. Pre-dilation was performed with an apex (3.0/15mm) balloon catheter and ivus was conducted, when the cypher (3.5/13mm) was delivered to the target lesion and inflated up to 12 atms, the balloon ruptured. Contrast to saline ratio was 1:1 rupture was confirmed by decreasing pressure of the inflation device and back-flow of blood into the inflation device. Therefore, the balloon of the sds was retrieved from the pt and post-dilation was conducted with a voyager nc (3.5/10mm) balloon because the cypher stent was user-dilated. The stent remained in its intended location. The procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.